Manufacturer narrative:
The elite carbide bur product reported involved with this event was not returned for evaluation. Upon review of the available event details and as the product is not available for investigation, the cause of this event cannot be determined.

Event description:
It was reported that during a laminectomy surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a short delay delay to obtain an alternative device. It was also reported the procedure was completed successfully.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Discarded by customer.

Event description:
It was reported that during a laminectomy surgical procedure, the bur broke in the attachment. It was also reported there were no adverse consequences as a result of this event. It was further reported that there was a short delay delay to obtain an alternative device. It was also reported the procedure was completed successfully.